Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-33361. It was reported the patient underwent an scs lead implant procedure on (B)(6) 2020. Purulent discharge was found at the patient's ipg site after the physician placed the lead intended for use. A culture was taken and the results revealed the patient tested positive for an infection. As a result, the implant procedure was abandoned and the patient's ipg was explanted to address the infection. The lead intended for use was also removed.